Manufacturer narrative:
The patient database was retrieved from the central station as well as various reports including event reports, patient alarm reports, full disclosure reports, and full disclosure zoom in reports. Based on the analysis of the data collected, it was determined that the panorama central station and telepack 608 performed within established specification. (B)(4). (Exemption #e2015032).

Event description:
It was reported that on (B)(6) 2018 at 19:26 while being monitored on a panorma central station with telepack 608 telemetry, a patient experienced a ventricular fibrillation event, and the system failed to produce an audible alarm. The patient was a "dnr', and expired at 19:45. The customer does not attribute the patient event with a possible device malfunction.